Manufacturer narrative:
E1: initial reporter phone number is + (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.